Event description:
It was reported that after three hours of dialysis treatment, it was noted that the patient's venous pressure rose to 500mghg and the "planned dehydration was 2500 ml" however the machine displayed 2183 ml. It was reported that the blood was not returned. It was further reported that the patient experienced dizziness. The patient was given 0.9% normal saline (ns) intravenous infusion. The patient was asked to "go home" and monitor the blood pressure and pulse. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.